Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1305 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ¿5 cm exposed catheter. Due to increase in catheter exposed cm from last documentation of 3cm on (B)(6) 2020 in epic, cxray scheduled to confirm port tip location. Blood return noted. Cxray confirmed location in mid superior vena cava.¿ it was reported that kink noted around 5cm, ultimately removed on (B)(6) 2020. Intermittent sluggish blood return noted.